Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was high and he changed the site. Customer stated that he woke up with a blood glucose reading of 439 mg/dl this morning and treated with a bolus. Customer declined troubleshooting for the high blood glucose reading and stated there was no error on the sensor. Customer also asked for sensor replacements.